Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a plum 360¿ infuser where the customer reported that the pump randomly shut off and was cycling through a start-up screen during patient infusion. The customer further stated that the pump had a battery issue, and that the same pump won't turn off; the startup screen kept flashing and glitching between all 3 screens while doing an infusion on a patient. The event occurred during patient use and delay in therapy, but there was no adverse patient outcome as a consequence of this event.

Manufacturer narrative:
Tests: self-test and visual inspect. Self-test passed. Visual inspection performed and found battery missing upon arrival and battery door. The customer complaint was confirmed that the device did shut off randomly, according to the alarm logs. The probable cause was faulty battery.